Manufacturer narrative:
This report is for an unk - nails: tibial/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is company representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the surgery for fractures by using the expert tibial nail (etn) system. On the same day, after the surgery it was confirmed in an x-ray that the nail was implanted reversely in its front and back face. The re-operation is planned on (B)(6) 2020 to remove the nail in question and implant a new one. The patient used the wheelchair. The revision procedure and patient outcome were unknown. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity# unknown). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).